Event description:
It was reported allevyn life would not absorb thick drainage, leading to maceration.

Manufacturer narrative:
Smith & nephew medical ltd is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew medical ltd has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & smith & nephew medical ltd, or its employees, that the report constitutes an admission that the device, smith & nephew medical ltd or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported allevyn life would not absorb thick drainage, leading to maceration. Hypergranulation occured requiring treatment with agn03. Additionally periwound was protected with skin protectant and treatment was switched to a more breathable dressing.

Event description:
It was reported allevyn life would not absorb thick drainage, leading to maceration. Hyper granulation occurred requiring treatment with agn03. Additionally, peri wound was protected with skin protectant and treatment was switched to a more breathable dressing.